Event description:
It was reported that the target lesion was located in the right coronary artery (rca) with no calcification and no tortuosity. Pre-dilatation was performed with a non-abbott 2.5 x 15 mm balloon and a non-abbott 3.5 x 15 mm balloon. The xience prime stent was implanted at the lesion. Post deployment of the stent, poor refold of the stent delivery system (sds) balloon was noted. Also, resistance was noted during retraction of the sds through the guiding catheter. The procedure was successfully completed. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow-up will be submitted with all relevant information.